Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the patient was unable to read the ilet screen after suspected physical pressure on the device, and a replacement ilet was provided with instructions for shutdown, data sync to the mobile app, return of the original device, and re-start procedures. Symptoms included hyperglycemia with a recorded blood glucose of 181 mg/dl for approximately 15 minutes without ketone testing, backup therapy, professional intervention, or other assistance. Outcomes included no immediate health effects and no hospitalization. Investigation included collection of patient-reported information and device replacement logistics. Investigation of this device revealed a screen visibility problem suspected to be related to device damage from external force, with normal device alerts mitigated by shutdown guidance. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.